Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 30's and 40's (mg/dl). Reportedly, the customer ate carbohydrates. The customer consulted with their healthcare provider regarding lowering the pump basal settings. Troubleshooting did not occur with tandem's technical support as the alleged issue occurred in the past.